Event description:
It was reported when using the pyxis medstation es system, drawer not detected on bus.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that metal debris touching cubie connections. A field service engineer, removed all debris from moab and cubies also rebooted station to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.